Event description:
The caller wanted to know if someone from medtronic could go to the hospital because a patient was hospitalized with diabetic ketoacidosis. The caller stated that the patient was in need of additional training. The patient was not available to speak to at the time of the call. The caller stated that she would have her call in for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.